Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that approximately a year prior to the report, the patient was on a rooftop for work and they hit a live wire that wasn't grounded at 220 volts. The patient went home to try and charge their battery because they were in pain but it would not charge. The patient is unaware if the battery not charging is related to being in contact with a live wire or if it was because they had not been using the stimulator or recharging. The patient has had a lot of personal stuff going on but they are now ready to get the stimulator going. However, when the patient came to meet with the cs they did not bring their recharger. The cs was unable to do a trickle charge without the recharger. The cs did try using the physician programmer to see if there was a response from the ins but there was not. The patient would find their recharger and contact a cs to help with checking the status of the ins. The cs advised the patient to contact a rep or call patient services if they cannot find their recharger. The patient reassured the cs that it was at home and they just need to find it. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The cs tried to interrogate the ins using the physician programmer but was unsuccessful as there was no response related to either not charging the ins or due to being shocked by a live electrical wire. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported or anticipated.